Manufacturer narrative:
The operating room disposed of the iol, therefore the iol is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.

Event description:
The surgeon reports noticing z syndrome in the pt's right eye approx 7 months postoperatively with a crystalens at50ao iol. The surgeon explanted the crystalens iol and replaced with a different iol. According to the info rec'd, pt's current best corrected visual acuity (bcva) 20/20. Pt is doing fine.